Event description:
We became aware on (B)(6) 2023, that a sign fin nail implanted to repair a fracture had to be removed due to non-union. Surgeon comment: "pain during weight bearing and loading on fracture site are warning signs for non union. The movement at distal femur was noted. During exploration the fracture and fixation implants , 1) intercondylar fracture fragments were united 2) proximal nail end was protruding into joint space and causing the anterior knee pain. 3) distal femur metaphysis fragment and united condylar fragment were not united ( well noted non union). Removal the fx plate and it's screws . Fin nails was removed with difficult searching for locking screws which were covered by condylar bone. The separate 3.5 screw for coronal plane fragment fixation and this separate column fracture was well united. Excision the fibrous tissue which was covering over the non union surfaces. Iliac crest bone grafting was collected and double hv plates fixation on both condylar sides. The iliac crest bone graft was inserted at fracture side and well molded hv plates were fixed on both condyles with (compression of fracture ends).

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the nail. Removal does not indicate a defect in the product or a failure of the implant. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market activities.